Event description:
It was reported the spring wire guide was found kinked. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned multiple components including one catheter and the protective tubing for a guidewire for investigation. The guide wire was not returned. Visual inspection of the guidewire could not be performed as the guide wire was not returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to minimize the risk of possible severing or damaging of guidewire." The customer report guide wire damage could not be confirmed without the guide wire to evaluate. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked. No patient harm reported.